Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, complex inferior vena cava filter retrieval with fluoroscopic guidance was performed. Initial attempts at grasping the filter hook using the white handled forceps demonstrated were unsuccessful due to embedded tissue around the filter hook. Gentle dissection was performed to free the inferior vena cava filter hook, which was then grasped using the forceps. The 14 french sheath was carefully advanced over the inferior vena cava filter. Several spot radiographs were obtained to ensure no hidden filter fractures. Continued advancement of the 14 french sheath over the collapsed filter and gentle traction on the forceps were able to free the inferior vena cava filter into this sheath. The inferior vena cava filter was then removed from the sheath. Close examination of the inferior vena cava filter demonstrated intact inferior vena cava filter with no missing components. Successful complex retrieval of a chronically embedded and penetrating bard g2 inferior vena cava filter was performed. Completion venogram of the inferior vena cava demonstrates widely patent inferior vena cava with scant residual spasm in the region of the prior inferior vena cava filter. Around, twelve years and one month later, computed tomography of abdomen/pelvis with and without contrast revealed that there was infrarenal inferior vena cava filter with transmural strut perforation. One of the struts contacts the anterior margin of the l3-4 disc. One of the struts on the left may protrude slightly into the abdominal aorta. No periaortic fluid collection of inflammatory changes are identified. Therefore, the investigation is confirmed for retrieval difficulties and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b2, d4 (expiry date: 05/2011), g2, g3, h6 (device) h11: d1, d4(medical device catalog number, medical device lot number), h6 (result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis and due to blood thinner. Approximately twelve years and three month post filter deployment, a computed tomography scan revealed that the filter tilted and struts perforated the l3-l4 vertebral body and abdominal aorta. The device was removed after a successful but complex percutaneous removal procedure .the patient reportedly experienced lower back and abdominal pain. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter tilt and perforation of inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis and due to blood thinner. Approximately twelve years and three month post filter deployment, a computed tomography scan revealed that the filter tilted and struts perforated the l3-l4 vertebral body and abdominal aorta. The device was removed after a successful but complex percutaneous removal procedure .the patient reportedly experienced lower back and abdominal pain. The current status of the patient is unknown.